Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. No image was produced when the returned device was tested with an olympus series 180 scope; the cause was isolated to a faulty patient board set. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that when the pigtail was connected, it did not function. The problem, as reported to olympus, was identified prior to the start of a diagnostic procedure. The intended procedure was completed, after a delay of unknown duration. The subject device was replaced in order to complete the procedure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the available information, the investigation determined the likely cause of the reported event was failure of a printed circuit board, likely due to deterioration associated with the age of the device.